Manufacturer narrative:
The reported malfunction was observed during initial testing however, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The bridge board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "bridge test failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.